Manufacturer narrative:
(B)(6). Investigation summary: one photo sample was received for investigation. Upon visual inspection we can verify missing information from the product label. A device history review was performed for reported lot 1812239, no deviations or non-conformances were identified during the manufacturing process related to the reported issue. While no direct issue was identified, it was confirmed this instance occurred as a result of human error, the paper roll not being properly replaced by the machine operator. The manufacturing facility has been made aware of your experience to increase awareness of this matter. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Investigation conclusion: defect: marking defect. It has been received 1 picture for investigation. Upon visual inspection of this picture it can be observed there is not invariable info printed on the paper of the blister although it is printed the variable info. DHR of lot 1812239 has been reviewed not finding any annotation or deviation regarding the alleged defect. This defect has been produced due to a human failure. Paper rollers at the end of the paper roller, there is not invariable info printed and operator must replace it for a new one pre-printed paper roller according to inspection plan procedure (B)(4), (B)(4) units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures ((B)(4)): visual inspection. Molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with a human failure during paper roller change. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. In order to reinforce our customer satisfaction, we would like to inform you that our manufacturing facility was alerted of your experience. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: human failure during paper roller change. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that before use of the bd plastipak¿ syringe that have no labelling on the packaging of each syringe except for the batch number. As reported by consumer: "we have today opened a pack of 20ml plastipak luer lok syringes that have no labelling on the packaging of each syringe except for the batch number (1812239) and the expiry date (11.2023). All other labelling e.g. Contents, ce marking irradiation status is missing".